Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The customer contact stated the pt was receiving oxycillin for approx one week. No specific programming parameters were provided. On an unspecified date, the pt noted an unspecified amount of air in the tubing set. The pt contacted the homecare nurse. The homecare nurse changed the tubing set and IV solution bag. On a second unspecified date, the pt reported "about a foot" of air distal to the pump. The pt contacted the homecare nurse. The pump was removed from clinical svc. The customer contact stated that the pt did not receive any air. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. During testing by the user facility, the device did not alarm for air-in-line.